Event description:
Procedure: whipple. According to the reporter: the device was fired over the small bowel after reconnecting. The instrument fired properly but the anvil stuck at the end of staple load and the surgeon could not open it. The staple line properly formed but the surgeon had to use cautery to cut around the end of the staple load to remove it. Surgeon then used sutures after that to secure the staple line.

Manufacturer narrative:
(B)(4)